Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information, the pump works properly, the quality control is compliant without repair. Quality control was performed and no technical or functional issue was detected. Therefore the root cause of the reported event remains unknown but is not linked to the device as no functional issue could be identified. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: the customer reports that the pump administers the medication faster than programmed. Additional information from customer: "a 500 ml glucosaline solution was prescribed to be infused at a rate of 50 ml/h (it should have been administered over 10 hours). Five and a half hours after the start of the infusion, the pump alarm sounded and the nurse noticed that the 500 ml infusion bag was empty. Nurse checked the programming and confirmed that it was correct. A second nurse was called to jointly verify that the pump was correctly programmed. The pediatrician and the unit supervisor were informed." Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.